Manufacturer narrative:
Two vials of strip lot 490174-11 were returned for investigation. The test strips were tested using reference meter and retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): vial 1: qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. Vial 2: qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 9:41 am, the meter result was 5.7 inr. At 9:42 am, the laboratory result using an unknown reagent was 2.4 inr and was believed. The patient's therapeutic range and testing frequency were requested but were not known.